Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable defibrillation patches exhibited fluctuating shock impedance measurements from 26 to 90 ohms. During the elective replacement procedure and during defibrillation threshold (dft) testing, a 21 j shock did not terminate ventricular fibrillation (vf), but two 31 j shocks did successfully convert the patient. Before the patient was discharged home dft testing was again performed and the patient was successfully converted twice with 23 joules. Before the dft test, the shocking impedance was 36 ohms and after the dft test it was 26 ohms. At the follow-up check, a 75 ohms shocking impedance was measured. Further measurements before and after test shocks showed values in a range from 50 to 90 ohms. ,